Event description:
It was reported that the device had battery depletion, and the pacing mode changed from ddd to vvi. The device was reset and restarted, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.